Event description:
In 2007, the patient stated that he woke up with elevated blood glucose of over 600 mg/dl and he was very nauseous. He then found that his infusion tubing was separated near the luer connection. He then changed the infusion tubing and bolused 14 units of insulin to lower his blood glucose. The patient stated that at 12pm he went to the emergency room and his blood glucose measured 248 mg/dl. He was given IV fluids and he remained connected to his infusion device. He was released from the hospital later on the same day when his blood glucose stabilized. Eight days later, the patient stated that his blood glucose has been elevated since the separated tubing incident. He stated that his blood glucose measured 299 mg/dl when he woke up. He stated he would consult with his physician. Upon follow up another eight days later, the patient stated that his blood glucose levels were "fine." Replacement product was sent to the patient. No product was available for return as it had been discarded.

Manufacturer narrative:
No product will be returned for eval.